Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited elevated of capture threshold post implanted and suspected to result in loss of capture due to high threshold output. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.